Manufacturer narrative:
(B)(4). Investigation / evaluation: during the course of investigation, a review of the complaint history, documentation, drawing, instructions for use (IFU), quality control (qc), specifications, trends and a visual inspection was conducted. The visual examination of the returned damaged balloon catheter noted that it was returned in one piece and through another manufacturer's introducer. The introducer displayed small dents in the tip. The introducer was approximately 1 inch away from the distal end of the balloon catheter's strain relief. The distance between the marker bands measured approximately 4.5 cm and the tubing had the appearance that it had slightly stretched underneath the balloon. The balloon appeared to have a circumferential burst; which tore at a slight angle leaving one end shorter and one end longer of each balloon piece. Based on the measurements taken of the returned product, it indicates that the balloon was present in its entirety. The rest of the catheter appeared undamaged. Per dfmea; balloon burst, compliance, and fatigue verification testing have been performed. The rated burst pressure (rbp) is documented in the compliance card and label. There is a 100% inspection for visual defects and a burst test is conducted, ensuring the balloon does not burst radially. There is also a 100% inspection of the balloon surface for defects, inspect proximal and distal balloon bonds for integrity and correct length, dry leak test (low pressure check), and verify catheter is smooth, clean, and free of damage. Each device is shipped with instructions for use; which states the appropriate uses, contraindications, warnings and precautions, and proper usage procedures including proper inflation and deflation procedures. The IFU states: "do not exceed rated burst pressure. Rupture of balloon may occur. Adhere to balloon inflation pressure parameters in the compliance card insert. Over-inflation may cause rupture of the balloon, with resultant damage to the vessel wall. Use of a pressure gauge is recommended to monitor inflation pressures. Do not use a power injector for balloon inflation or injection of contrast medium as rupture may occur." The IFU also states, if balloon pressure is lost and/or balloon rupture occurs, deflate balloon and remove balloon and sheath as a unit. The user did not report the pressure to which the balloon was inflated to prior to burst except that it "ruptured under low pressure." The rated burst pressure for this device is 11atm. If 11atm were exceeded, over-inflation may have contributed to the rupture. Balloons are designed to rupture linearly, but may burst or tear circumferentially due to angulation or calcification. Calcifications can have unexpected sharp protrusions which can damage the balloon and contribute to burst or tear. The user reported that the balloon burst circumferentially. If the user attempted withdrawal through an introducer/sheath (against the IFU) balloon rewrap would be more difficult on a balloon that burst circumferentially which increases the potential for separation. This device did not separate, but it was mentioned that upon trying to retrieve the balloon the material inverted. Attempted withdrawal through a sheath would increase the likelihood of the distal balloon piece to invert. The IFU states that if balloon pressure is lost and/or balloon rupture occurs, deflate balloon and remove balloon and sheath as a unit. As the introducer was still on the product, it is clear that the user did remove the balloon and sheath as a unit, but it is unclear whether withdrawal was first attempted through the introducer. Without additional information, a definitive root cause cannot be determined.

Event description:
During a common iliac angioplasty procedure, after pulling back and re-inflating the balloon, the balloon ruptured at low pressure circumferentially. Upon trying to retrieve the balloon, the material inverted causing damage to the vessel which required surgical repair. No additional information has been provided regarding patient outcome.

Manufacturer narrative:
(B)(4) the event is currently under investigation.

Event description:
During a common iliac angioplasty procedure, after pulling back and re-inflating the balloon, the balloon ruptured at low pressure circumferentially. Upon trying to retrieve the balloon, the material inverted causing damage to the vessel which required surgical repair.